Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
The patient reported that the unit was shooting sparks from where the power cord connects to the unit. The unit was unable to power on. Furthermore, the customer pressed the power button about 6 times and then saw sparks coming out of the power port. Patient was finally able to turn on the unit to complete the reading. The cause of the problem was not determined. The unit was replaced.

Manufacturer narrative:
The cardiomems patient electronic unit and power cord were returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided the root cause of the reported event was isolated to physical damage of the power cord due to an undetermined event.